Event description:
Medtronic received information that no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Unit was able to charge, communicated and sync properly during rf association. However, unit failed accuracy test with isig values out of range; problem was isolated to electronic assembly. This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4).